Event description:
The clinician reports the implant was inserted (B)(6) 2004 in fdi 12. Implant surface not completely covered with bone. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type iii. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, bleeding, abscess and inflammation. No further patient complications were reported.